Event description:
The customer observed positively biased quality control results using vitros ckmb reagent on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were questioned. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple subsystems returning the vitros eci to expected operation. The root cause is instrument related.